Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device system was lost to follow up for approximately three years. Upon recent device check, the non pacer dependent patient was presented with fatigue. A right ventricular (rv) lead safety switch was observed to have occurred. All lead measurements were currently within acceptable limits. Noise was observed in bipolar configuration with and without isometric exercises. In unipolar, no noise and good sensing was noted. The device was to be programmed to unipolar. To date, no adverse patient effects were reported as a result of this clinical observation.